Manufacturer narrative:
Citation: buscaglia et al. Sudden death after valve-in-valve procedure due to delayed coronary obstruction: a case report journal of medical case reports (2018) 12:247 https://doi.org/10.1186/s13256-018-1785-x  earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.   Without the return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6) woman with a non-medtronic aortic bioprosthesis implanted for severe aortic stenosis (as) and severe mitral regurgitation (mr). Eight-years post-implant degeneration of the non-medtronic prosthesis was found. The patient then underwent a valve-in-valve transcatheter aortic valve implantation with a medtronic corevalve bioprosthesis (no serial numbers were provided). End-procedure coronary angiography demonstrated maintained perfusion of both coronary arteries with mild intraprosthetic regurgitation. However, two hours post-procedure, the patient experienced a sudden cardiac death. An autopsy showed the non-medtronic prosthesis leaflets were higher than the left main coronary ostium. The fatality was due to left main coronary ostium obstruction due to apposition of the non-medtronic prosthesis leaflet pushed upward by the expansion of the corevalve. No additional adverse patient effects or product performance issues were reported.